Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a, g, b, c codes and manufacturer narrative. Investigation summary: the reported free flow condition was confirmed through the video provided by the facility. However, a root cause was not definitively determined as the reported devices were not returned for investigation and there was not enough information available. No laboratory testing could be performed on the reported devices, as they were not returned for investigation. However, the facility provided a video showing a free flow condition caused by a suspected broken rivet. The video depicts the suspect pump module paused with a primed IV set inserted, yet the IV set chamber and its end show continuous dripping. No device logs were provided for analysis. Alaris system manual (v12.3.2) states the following recommendation: to ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. There was no patient involvement. Root cause: the root cause of the reported free flow event due to broken plastic rivets was not determined as the reported devices were not returned for investigation and there was not enough information available. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that biomed has begun replaced the "rivets" after noting many broken ones during preventative maintenance. Customer biomedical engineer tested a module with a broken rivet and was able to replicate a free flow event. There was no patient involvement. This was reported to bd representative while on site.

Event description:
It was reported that biomed has begun replaced the "rivets" after noting many broken ones during preventative maintenance. Customer biomedical engineer tested a module with a broken rivet and was able to replicate a free flow event. There was no patient involvement. This was reported to bd representative while on site.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.